Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while transecting the stomach and upon firing the purple reload, the device would not fire. The surgeon was also unable to squeeze the handle, although he was able to press the green button. The nurse replaced the reload and the handle. The procedure was completed without further incident. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal cartridge side suture was only secured on one side and the reinforcement material was not anchored. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of the staple cartridge cinch slots not being correctly tolerated. A product improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while transecting the stomach and upon firing the purple reload, the device would not fire. The surgeon was also unable to squeeze the handle, although he was able to press the green button. The surgeon also tried to fire the black reload and it also did not fire. The nurse replaced the reload and the handle. The procedure was completed without further incident. There was no patient injury.